Event description:
It was reported tat the patient experienced unspecified issues with an artificial urinary sphincter (aus). The device was removed and replaced for a new aus. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The device was replaced due to patient had atrophy. The device was replaced with a smaller cuff. There were no further patient complications. There were no issues with the device.